Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caretaker discovered a fluid leak on the inside of the cassette door of the cycler after ending their pd treatment. The patient¿s caretaker reported receiving a draining slow message and two air detected in cassette alarms during drain 5 of 5 of pd treatment. Fluid was discovered leaking from cassette door. Fluid was in the pump module area and on the external part of the cassette. The patient was advised to cancel the treatment and to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s caretaker stated that alternate manual treatments were carried out until the arrival of the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3 plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor check passed. The valve actuation test passed. The system air leak test passed. The teach pump test passed. An as-received treatment was performed and passed with no issues. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. Device history record review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed ((B)(6) 2022).. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caretaker discovered a fluid leak on the inside of the cassette door of the cycler after ending their pd treatment. The patient¿s caretaker reported receiving a draining slow message and two air detected in cassette alarms during drain 5 of 5 of pd treatment. Fluid was discovered leaking from cassette door. Fluid was in the pump module area and on the external part of the cassette. The patient was advised to cancel the treatment and to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s caretaker stated that alternate manual treatments were carried out until the arrival of the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available for return for physical evaluation by the manufacturer.